Manufacturer narrative:
Patient information was requested from the customer, but the customer refused to provide.

Event description:
The customer reported that the ventilator alarmed with o2 not available alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Updated.